Manufacturer narrative:
This report is associated with argus case (B)(4), biotene original oral rinse.

Event description:
She swallowed some of the product. Cough. Trouble sleeping. Phlegm. Throat is scratchy. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) female patient who received glucose oxidase (biotene original oral rinse (savannah)) mouth wash (batch number (B)(4), expiry date 28th february 2019) for dry mouth. On (B)(6) 2016, the patient started biotene original oral rinse (savannah). On (B)(6) 2016, 1 days after starting biotene original oral rinse (savannah), the patient experienced cough, difficulty sleeping, phlegm and throat irritation. On an unknown date, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental ingestion of drug. The patient was treated with diphenhydramine hydrochloride (benadryl). Biotene original oral rinse (savannah) was continued with no change. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown and the outcome of the cough, difficulty sleeping and phlegm were not recovered/not resolved and the outcome of the throat irritation was recovered/resolved. It was unknown if the reporter considered the accidental device ingestion, cough, difficulty sleeping, phlegm and throat irritation to be related to biotene original oral rinse (savannah). Additional details, adverse event information was received on 14 october 2016. Consumer reported that when she woke up in the middle of the night she took some of the biotene original oral rinse (savannah) and she swallowed some. Consumer also reported cough after using the same product. Consumer reported that she was also experiencing phlegm and was having trouble sleeping. Consumer reported that she spoke to a pharmacist and was told to use benadryl to help with the phlegm. She also stated that her throat was scratchy. Follow up information was received on 29 november 2016 via returned consumer authorization form. The consumer reported that, she did not respond before because soon after she came down of bronchitis. So it was not "you" it was herself. The current condition of bronchitis was added. The consumer did not provide physician's details. Hence, further follow up would not be possible.